Manufacturer narrative:
The suspect device was returned to olympus for evaluation and repair. The reported problem could not be duplicated or confirmed. The unit was tested and a picture was verified present with no device problems noted. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A definitive root cause could not be identified. Based on the results of the device evaluation and the available information, the investigation determined the likely cause of the reported event was a malfunction of the charge-coupled device or cable unit due to user operation. Investigation activities have been opened to manage the actions related to this late report and any required MDR reporting.

Event description:
A user facility reported to olympus that there was "no picture." The problem, as reported to olympus, was found during reprocessing. There was no patient involvement, associated with the problem, reported to olympus.